Event description:
International affiliate reports that during a posterior fusion, the tip of driver broke/sheared off of the instrument. Reports the piece was too small to be recovered from the surgical site. An iliac bolt was being screwed in at the time and the surgeon did not tap the bone prior to insertion. The screw was inserted half way at the time and was removed and another screw was inserted. Another driver was used to complete the procedure with a resulting five minute delay and no adverse consequences to the patient.

Manufacturer narrative:
The broken tip remains in situ and the driver is not available for evaluation. The age and condition of the driver prior to breakage are unknown. Review of the device history record cannot be performed as the lot code is unknown. No conclusions can be made. However, it was reported that the surgeon did not tap the patients bone prior to iliac bolt insertion. It is likely that failure to tap the bone resulted in the application of atypical force upon the driver during screw insertion. However, that cannot be positively determined. At this time, the complaint is considered to be closed. Not available for evaluation.

Manufacturer narrative:
The screwdriver has been returned for evaluation. A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Examination of the returned driver confirmed tip breakage. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, tip breakage appears to be related to forces applied to the instrument during usage. A CAPA has been initiated to further investigate root cause and/or corrective actions. At this time, the complaint is considered to be closed.